Event description:
The lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000112439.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. As a result, surgical intervention may occur to address the issue. The investigation did not determine which lead had high impedances.